Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased above 400 mg/dl after approximately 4-24 hours of pod wear on the leg. The patient presented to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. Treatment during the ER visit included insulin therapy, delivered both via intravenous infusion and via injections, magnesium, and potassium. The patient remained hospitalized for three days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.